Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k960250. Investigation summary: bd received 1 video for investigation. The video was reviewed and the indicated failure modes for tube push off and underfill were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes: tube push off and underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, one (1) tube underfilled due to tube push off. No adverse impact was reported regarding the patient or user.